Event description:
Caller reported a malfunction on the pump with malfunction code malf 16, which recurred after a reset. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and it was determined a replacement pump is needed. Customer reverted to a backup insulin pump.